Event description:
The report received from the database indicated that after implantation of a cypher select 3.0 x 23 mm stent during the elective index procedure, a 90-99% sub-occlusion of the first (1st) septal branch was reported. The occlusion was reported to be due to a plaque shift. The patient was asymptomatic. No intervention was done. The event was reported to be moderate in severity and not a serious adverse event (sae). The relationship of the event to the study device was unrelated and a probable relationship to the procedure. The outcome information was reported to be complete and the event ongoing, unchanged. Cardiac enzymes were not done. The patient was discharged the day after the procedure. The complaint was originally determined to be a non-complaint based on the information received and the internal processes at the time. Additional or modified information was received subsequently and the file was re-assessed and determined to be a complaint reportable for a serious injury.

Manufacturer narrative:
The indication for the elective index procedure was stable angina and an exercise stress test (bicycle or treadmill). The patient was found to have single-vessel coronary disease and one lesion was treated during the procedure. The target lesion for the procedure was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, vessel diameter of 3.0 mm, 20 mm in length, a 95% stenosis, not ostial/a bifurcation/or total occlusion, smooth, not angulated, a readily accessible proximal segment, concentric, absent or thrombus, little or no calcium, and type b1. The lesion was not pre-dilated. A cypher select 3.0 x 23 mm stent was implanted at 16 atm with a satisfactory result. The stent was not post-dilated. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. Follow-up visits with the patient at the one and six-month time period revealed that the patient was asymptomatic. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt,